Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and was confirmed as having occurred in the field and replicated. The system log recorded error 22020 pointing degree of freedom (dof) 6 failed to engage. The usm was tested on an in-house system in normal mode where it triggered error 22020. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed carriage friction on dof 6. No signs of damage were found during visual inspection. The probable root cause of the reported issue can be attributed to a fault on the dof 6 gearbox within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc). Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, that the customer experienced an issue where the universal surgical manipulator 4 of the da vinci system would not accept instruments. The customer attempted to reseat and replace the instrument arm drape and exercised the presence pins, but these actions did not resolve the reported issue. The da vinci system displayed error logs indicating that the installed instruments failed to engage on usm4 due to discs not being at the empty spin value. The surgeon decided to use a second patient side cart to continue the surgical procedure. The procedure was completing as planned with no reported injury.